Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician was performing a laparoscopy cholecystectomy and after dissecting down to triangle of calot he attempted to ligate the cystic duct however the first clip would not close around the vessel and then fell out of the distal tip. He attempted to clean the device. He did this 2-3 more times with clips. The third time a portion of the metal jaws actually broke off of the clip applier and fell in the patient. He retrieved the piece and immediately stopped using the device. The patient's condition was reported as fine.